Manufacturer narrative:
The company representative found the solenoid valve (k5) in the purge assembly was leaking. The company representative replaced the purge assembly (0104-00-0026). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the unit, the unit failed the safety disk leak test. No pt was involved.